Event description:
The customer's mother reported that when the pod was removed, she noticed that the needle was still in the cannula and had never retracted.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.